Event description:
The customer called to report that she is pregnant, and was hospitalized due to low blood glucose levels. The customer was unable to troubleshoot at the time of the call, and stated that she would call back after getting on a back up plan of injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.